Event description:
Philips received a complaint by the customer on the v60 indicating the blower temperature was too high. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the blower temperature was too high. The investigation is ongoing.

Manufacturer narrative:
H10: per good faith effort (gfe) response received 16nov2023, the customer inquired a third party to repair the unit. No action was performed by philips. The customer inquired a third party to repair the unit. No action was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.